Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that an infusor backflowed at the fill port during filling. The device was being filled with an unknown solution. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: a visual inspection of the sample identified a leak (backflow) from the fill-port, when the fill-port cap was removed. Glass fragments were found under the check-band. Based on the finding, the reported condition of a leak (backflow) was caused by the operator's technique. The user had not used a filter during the filling process, which resulted in glass fragments in the fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.